Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was scheduled for changeout and was just implanted four years ago. The field representative indicated that it seems an early changeout. Boston scientific technical services (ts) accessed the system data and found out that the outputs were higher than usual. Additional information from the field representative was obtained which indicated that the device longevity was due to high outputs. This device was surgically explanted and replaced. No additional adverse patient effects were reported.